Event description:
It was reported than an occlusion alarm occurred. Additionally, the pump miscalculated boluses. The customers blood glucose level was between 374 mg/dl - 397 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned